Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Manufacturer narrative:
(B)(4). Based on the fact of the wrinkled isolation a temporary loose connection could cause or contribute to the reported event. The device was scrapped by the manufacturer.

Event description:
It was reported that the 150mm monopolare nitinol electrode was being used with a multigen radiofrequency generator when an error message was displayed resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the 150mm monopolare nitinol electrode was being used with a multigen radiofrequency generator when an error message was displayed resulting in the procedure being cancelled and rescheduled. There were no patient or user injuries, and no adverse consequences.